Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up call the customer stated that the insulin pump alarmed lost sensor. They stated that the sensors were not lasting seven days. The transmitter does not hold charge. The customer's blood glucose was unknown since the reported issue was a past event. The customer was advised that the insulin pump was not longer receiving data from the transmitter. The customer stated that communication was not established between the insulin pump and the sensor. All of the settings were correct. The customer stated that they did not see a bent cannula when the sensor was removed. Nothing further was reported.